Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture and venticular oversensing. During the surgical procedure, it was noted that the insulation was ruptured with blood and serum underneath the lead insulation at the clavicular site.